Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#(B)(4). Note: manufacturer contacted customer on 3/7/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. Legal guardian is calling on behalf of the customer. The expected fasting blood glucose test result range is 250-400 mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Complaint summary: customer called in states the meter is reading hi and customer states the meter does not save the results in the memory. Customers meter read hi on (B)(6) 2019 non-fasting and then there is a gap of missing blood readings. The next reading in the memory is 290 mg/dl on (B)(6) 2019. Caller states she went to the doctor and they were looking for the readings she wrote down but could not find them. Caller states customer uses insulin and test 5 times a day and that the gap in results in the meters memory is concerning to her. Adverse: customer was admitted to the hospital on (B)(6) and discharged on (B)(6). Customer was diagnosed with dka. Insulin drip and IV fluids and was given insulin injections a few days before she was discharged.